Event description:
Dealer is stating rear wheels have a lot of play around a 1/2 inch. End user was in the back ground stating that the wheel fell off 2 times, once 1 year ago. Dealer is stating that it appear that the left one has no inner bearing and the right one is the missing the outer bearing.